Event description:
Patient reported "right rupture," "suspicion of bia" and "seroma." Markers showed no alcl (alk negative, cd30 negative). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening on the anterior side. Device patch with lot number 2219002. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "right rupture." Device remains implanted.